Event description:
The surgeon implanted an aa4203tl silicone toric plate lens. Once the lens was in the eye, the surgeon looked at the lens under the microscope and noticed a small divet or tear5 on the optic. The surgeon felt this was unusual, so enlarged the incision to 4.5mm to remove the lens. Sutures were not required. Another toric lens was successfully implanted. The facility was unable to provide the model and lot numbers of the injector and cartridge used, nor the serial number of the lens. The product will not be returned as the facility misplaced the lens.